Manufacturer narrative:
Evaluation of the device did not show any malfunction. Process evaluation did not reveal any issue. Based on investigation results, it is suspected that the trajectory deviation may be related to improper guide fit in the patient's mouth due to stone model distortion or free handing of the implant placement.

Event description:
Doctor used a surgical guide to place a dental implants. Doctor reviewed the post-op scan and saw that the implant #7 was too palatal.